Manufacturer narrative:
Device evaluation: the product testing could not be performed as lens remains implanted; therefore complaint could not be verified. However, a photo provided was evaluated and marks that looks like machine lines were observed. Due to the photo resolution it cannot be determined the level of the marks observed therefore the complaint could not be verified. A product quality deficiency could not be identified. Manufacturing record review: the manufacturing record evaluation could not be performed since the serial number is unknown. Labeling review: no lens model was provided however the labeling review was based on the zcb00 lens model provided in the photo in the complaint folder. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Model #(''s): unknown, not provided. Catalog #(''s): unknown, as the serial numbers were not provided. Serial #(''s): unknown, not provided. Expiration date(s): unknown, as the serial numbers were not provided. If implanted; give date: unknown if the lenses were implanted. If explanted; give date: unknown if the lenses were implanted and therefore unknown if explanted. (B)(4). Device manufacture date(s): unknown, as the serial numbers were not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician noticed marks on the sensar monofocal iols (intraocular lenses) that seem like rings of the multifocal lenses. No additional information was provided.